Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that during a patient event their device powered off three times when attempting to charge and shock. The customer advised that the device displayed low battery at the time of the event. The customer removed the device and used a backup device to continue care to the patient. There was no adverse effects to the patient due to the reported issue.